Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ failed back surgery syndrome. It was reported that the healthcare provider inquired on if the manufacturer's representative (rep) could come in to see the patient about her stimulator not working. Rep met with the patient who stated she had been going to physical therapy (pt)approximately 2-3 weeks ago and they rolled something on her back as part of therapy and her back started having spasms. Patient stated she had to go to the ER related to the spasms caused by the physical therapy. Patient stated she turned the stimulator off because she was hurting so bad from the physical therapy procedure. Patient stated she left the stimulator off to work with physical therapist to figure out what was going on with her back and that when she tried to turn it back on she couldn¿t get it to start. Patient did not bring her charger or programmer to her appointment. The rep was not able to connect with the 8840. Rep educated patient on importance of keeping stimulator charged even if they were not using it. Patient is scheduled an appointment to come back in to try and get her battery jump started ((B)(6) 2018) and stated she will bring her recharger with her. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins had been in overdischarge and that they were able to clear por. The issue was resolved. No further complications were reported.